Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a patient was removed from a 980 ventilator and manually ventilated via an ambu bag so that the clinician could change the patient circuit from a regular to a heated circuit. When the ventilator was restarted to perform a short self test the 980 ventilator generated a diagnostic message. The patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.